Event description:
It was reported that this system was a part of a system explant due to an erosion/infection. It was also noted that the device had migrated. No additional adverse patient effects were reported.